Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas c 111 instrument. The initial result was 162 mmol/l. The repeat result was 130 mmol/l.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information available, the investigation determined the event was consistent with a maintenance issue. The investigation did not identify a product problem. The specific cause of the event could not be determined.